Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a proglide device after an ablation interventional procedure using an 8f sheath. Reportedly, upon removal of the device, the device got stuck in the anatomy and separated into three pieces. The lever was returned to the original position and the foot was closed prior to attempted removal of the device; however, the handle separated from the device, and the footplate dislodged from the distal guide. Surgery was performed to remove the footplate which was trapped in the tissue. No vessel damage was noted. Surgical suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Medwatch report #(B)(4) was received which states: ¿upon deployment of proglide device via left femoral vein, there was difficulty removing it from the groin. Vascular surgery was consulted. Femoral cutdown was performed in ep (electrophysiology) lab by vascular surgery for removal of retained portion. Removal was successful. Discharged to home the next day. Left common femoral vein exposure, redo. Removal of foreign body from left common femoral vein. Repair of venotomy, left common femoral vein. Electrophysiology study, cardiac ablation. Device failed (e.g. Broke, couldn't get it to work or stopped working).¿ no additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment: medwatch report # (B)(4).